Manufacturer narrative:
The evaluation was carried out on (B)(6) 2015 at our us otto bock service center. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that one of the bolts was loose. Continued use caused damage to the posterior linkage, upper frame and knee ball. The bumper was worn. The swing phase hydraulic was low on oil causing weak extension of the knee. We also found that the bushings were worn causing lateral play. After repairs the knee passed all testing.

Event description:
Knee joint was sent in for repair because one of the top bolts was loose. No fall, no injury.